Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge via external paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.